Event description:
The patient was undergoing an embolization procedure in the splenic artery using a ruby coil. During the procedure, the physician pushed the ruby coil through a catheter and compromised the structure of the pusher wire by bending it. The ruby coil was removed and the procedure was completed using another coil.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.